Manufacturer narrative:
Additional information provided. No sample has been returned for evaluation for the report of cannula shot off through posterior capsule; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All cannula assemblies are 100% inspected for luer taper. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported to the company representative that at the end of a cataract procedure a 30 gauge cannula shot off of the syringe and poked through the posterior capsule. He indicated the intraocular lens implant was in place and he completed the procedure. No additional information is expected.